Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the plastic distal end cover and light guide lens had a crack; objective lens had a scratch; adhesive on bending section cover had wear; and the connecting tube and universal cord had a buckling. Due to deformation of the scope connector case unit, water tightness was lost. The plug unit, circuit board unit in suction connector and cable unit had corrosion due to water leakage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the colonovideoscope had suspected infiltration. The event was found during reprocessing. There were no reports of patient harm. The device was returned and evaluated; the air/water tube and air/water cylinder had foreign white objects due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. It has been 5 years since the device was manufactured. Based on the results of the legal manufacturer¿s investigation and the available information, the white foreign material in the air/water channel and air/water cylinder could not be identified. The customer stated that the device was reprocessed according to the instructions for use prior to returning to olympus for evaluation. A definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): the IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.